Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2012-05550. The pt is implanted with two leads (from different lots). It was reported the pt is no longer receiving adequate coverage. Stimulation increases or decreases on its own and other times it turns off by itself. An impedance check was performed and revealed invalid contacts on both leads. The pt was ordered to have x-rays taken. Attempts to gather add'l info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.